Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, d6, e1, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination/s. Complaints are monitored per complaint trending process. Medical records were provided and reviewed by a health care professional. The review of the revision op notes revealed the following. ¿ frozen section of pseudo capsule showed no acute inflammation, healthy-appearing tissue ¿ the poly of the prior component was found in the posterior medial knee and the tibial and femoral component were well positioned and were well fixed with cement. ¿ converted to total knee without complications, natural patella retained. Based on the available information, the reported event cannot be confirmed a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right partial knee arthroplasty revision to address pain and tibial bearing dislocation approximately two (2) years following the patient's last knee procedure. Initial operative notes noted no intraoperative complications. Revision operative notes noted that the patient was being revised due to mobile bearing dislocation. The poly was found in the posterior medial knee and the tibial and femoral component were well-positioned and were well-fixed with cement. All components were revised and replaced without complications.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - oxford partial knee femoral component medium catalog #: 154601 lot #: 2112444, oxford partial knee tibial tray size b catalog #: 154721 lot #: 1718239. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This report was previously submitted erroneously on apr 9, 2014, jul 8, 2014, and aug 27, 2014 under manufacturing report number 1825034-2014-02576.